Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery or off no power alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported the insulin pump alarmed off no power. Customer does not remember last blood glucose. Customer stated the device did not alert low battery prior to the alarm. Customer did not use a used battery. The device was dropped or bumped. Customer stated there were no unattended alarms. The battery cap was not loose cracked or damaged. Customer was advised to discontinue use and revert to back up plan. No further information reported.